Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. In addition, it was reported that insulin gauge was inaccurate. Customer added an additional 100 units when to adjust insulin gauge. Tandem technical support educated customer on cartridge labeling. The customer's blood glucose level was 170 mg/dl. Reportedly, the customer reloaded the same cartridge. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.